Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act diff 2 analyzer gave erroneous platelet (plt) results with intermittent instrument flags on patient samples. Erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event. Bec review of the submitted printouts showed results from 6 different patients all run multiple times on (B)(6) 2012, on the act diff2. Two (2) of these patient samples were also run on a reference analyzer. Results from the act diff2 showed erratic plt results on all samples; however, only patients #5 and #6 contained instrument generated flags for each run. Multiple runs for patients #1 - #4, did not display consistent instrument flags. All other parameters appeared to correlate. The results are shown in the attachment.

Manufacturer narrative:
A field service engineer (fse) went on-site and found all 3 levels of qc running high on platelets and the low level was flagging asterisks. Fse replaced the rbc aperture, installed new reagents and ran a new box of controls, all qc levels were then within range without flags. A clear root cause for this event was not determined.